Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: a lighttrail 270 um single use laser fiber was returned in one continuous piece. The fiber measured approximately 309.7 cm from the top of the connector to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 5.5 mm and was degraded from normal use. Fibers are consumable and meant to degrade. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the fiber was likely broken within the connector before use due to handling damage during setup, which resulted in a fracture within the connector during the procedure. Therefore the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on december 19, 2018 that a light trail single use 270um laser fiber was used during flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was auriga xl 50w console with settings of 1000 mj and 12 hz. According to the complainant, during the procedure, after 15 minutes of breaking the stone in the kidney, the laser fiber suddenly stopped working. After several restarts, the fiber was unable to be used. The laser fiber was removed and it was observed that 2 cm of the laser fiber came outside the connector. After disconnecting the fiber, the fiber was put inside the connector and it reconnected again. Light on the tip was observed and the laser console system recognize that it was already used. The procedure was completed with another laser fiber. There were no adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 270um laser fiber was used during flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was auriga xl 50w console with settings of 1000 mj and 12 hz. According to the complainant, during the procedure, after 15 minutes of breaking the stone in the kidney, the laser fiber suddenly stopped working. After several restarts, the fiber was unable to be used. The laser fiber was removed and it was observed that 2 cm of the laser fiber came outside the connector. After disconnecting the fiber, the fiber was put inside the connector and it reconnected again. Light on the tip was observed and the laser console system recognize that it was already used. The procedure was completed with another laser fiber. There were no adverse patient effects as a result of this event.